Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the insulin pump rewind was more difficult, sounded different, was taking longer time, and felt like the pump clip was getting stuck. The customer reported no adverse event. The event involved product(s) mmt-1711k. The customer called for an issue not covered by existing troubleshooting guides. No harm requiring medical intervention was reported. The product will be required for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08745 inches. No rewind anomaly noted. A test belt clip was inserted, locked and removes properly from the belt clip rails. The pump was monitored and no pump clip being stuck noted during testing. Successfully downloaded history files and traces using thus.¿ there were no unexpected pump error(s)/alarm(s) noted 2 days prior to the event date 12-apr-2024 in the formatted history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.34 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a damaged display window cover, a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. Cosmetic damage (pump clip is getting stuck) was not confirmed, however, other cosmetic damage was noted during analysis. Customer alleged for rewind anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.